Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during an implant procedure, the lead could not be tightened into the header with the set screw. The device was not used and replaced. The patient was stable.

Manufacturer narrative:
The reported complaint of set screw could not be tightened was confirmed. Visual inspection identified incorrect wrench insertions being made by the user that prevented the setscrew from being engaged. The device was otherwise normal.